Event description:
It was reported that the patient underwent tha with mdm liner on (B)(6) 2015. During following up after the tha, dislocation occurred on (B)(6) 2015. The surgeon tried to reduction, but center of the femoral head was not at the proper point by the x-ray. So, (B)(6) 2015, the patient underwent revision surgery and the surgeon noticed that the head came apart from the mdm liner. X3 36mm liner and head were used for the replacement. The patient has mental disorder. The sales rep thought that when the reduction before the revision surgery, the liner impinged at the edge of the poly liner and the head was came out.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding disassociation involving a ceramic head and an adm liner (pr 877457) was reported. The event was confirmed. Method & results: -device evaluation and results: metal transfer marks were present on the articulating surface of the ceramic head. The device was otherwise unremarkable. A dimensional inspection was performed, all dimensional features conformed to the required specifications. -medical records received and evaluation: a medical review was performed and concluded: "given the present cup malposition with additional patient mental disorder, this pi case¿s failure scenario is caused by an adverse combination of procedure-related factors with regard to cup malposition plus patient-related factor of a mental disorder reducing the cooperation ability of the patient to adequately follow provided instructions for optimal rehabilitation. The irreducible nature of the dislocation is a procedure-related design characteristic while there are no device-related factors evident from the available material as also supported by the explant photographs. As such, this pi case is not device-related." -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a medical review was performed and concluded that there was no evidence of a device related issue. The cause of the event was determined to be related to cup malposition. No further investigation is required at this time. If further relevant information becomes available this investigation will be re-opened.

Event description:
It was reported that the patient underwent tha with mdm liner on (B)(6) 2015. During following up after the tha, dislocation occurred on (B)(6) 2015. The surgeon tried to reduction, but center of the femoral head was not at the proper point by the x-ray. So, (B)(6) 2015, the patient underwent revision surgery and the surgeon noticed that the head came apart from the mdm liner. X3 36mm liner and head were used for the replacement. The patient has mental disorder. The sales rep thought that when the reduction before the revision surgery, the liner impinged at the edge of the poly liner and the head was came out.